Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The first operation was done on (B) (6) 2009. After 3 months, the loosening of the screw was found. On (B) (6) 2010, the screw was removed from the patient because it was completely loose.